Event description:
This spontaneous case was reported by an obstetrician and describes the occurrence of uterine perforation ("the doctor noted the coil in the tube that is not occluded is perforating the fundus") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 2 years 3 months after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation had not resolved. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: correction: medically confirmed was updated to yes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.